Event description:
It was reported that the pt's physician had some difficulty completely inserting the tail of the lead into the extension. With some force, the physician was able to slide the tail fully into the extension. Impedance checks (using telemetry to the ipg) were performed and three electrodes were noted to be out of range. After removing all of the connections and reinserting all of the connections, the same result occurred. The physician had difficulty again inserting the tail of the lead into the extension. It was then decided to open another extension to replace the suspected faulty extension. After all of the connections were made with the new extension, all of the impedances were in range. The pt had good outcome and rec'd adequate relief with the spinal cord stimulation (scs) system. No further details were provided at the time of this report.

Manufacturer narrative:
(B)(4).